Event description:
Pt in cardiac arrest return of spontaneous circulation. Placed limb leads on pt, monitor announced that the rt arm lead was off although it was attached. Switched to paddles and monitor gave single lead readout. When the opportunity to shock the pt came about, pt was shocked 3 times successfully and converted into a bradycardic rhythm. Users attempted pacing and the monitor instructed them to attach the paddles. Both medics confirmed that the monitor and paddles were appropriately attached and dc2 was called for backup of monitor failure. The monitor then seemed to work in the paddles mode giving a readout.